Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessively tensioning, (3) inadequate tensioning applied to cuff. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a double row repair procedure, a first speed screw anchor was successfully deployed. While winding the mechanisms to tension the sutures of a second anchor, a crack was heard, the anchors mechanism broke and both sutures became severed. It was found that neither of the mechanism snares had broken. Pieces were removed from within the patient. The procedure was completed as a single row repair rather than a double row. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.